Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family was reported via phone call that the customer experienced low blood glucose level. Customer's blood glucose value was 20 mg/dl. The customer was declined troubleshooting for low blood glucose. The customer was treated with food. The insulin pump will not be returned device for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test. Device passed self test, off no power test and all operating currents tested within the spec range. Device was monitored and tested with no low battery alert noted. (B)(4).